Event description:
It was reported that during an attempted implant, the guidewire was used to support the lead progression through the target vessel. After successful placement of the lead in the desired position, the guidewire broke during removal leaving part of the guidewire inside the lead. The physician opted to remove the lead completely including the remaining guidewire, and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The distal conductor was extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead returned with partly guidewire stuck in lead's distal end. Stylet and partly of guidewire cannot be removed due to the distal conductor distorted.